Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 08/22/2012 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6)hospital, by dr. (B)(6). Block h6: patient code 2348 captures the reportable event of unspecified injury. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b3, d6a, e1, g2, h6 and h10 have been corrected. Block b5 have been updated based on the additional information received on december 8, 2022. Block b3 (date of event): date of event was approximated to (B)(6), 2012 (implant date) as no event date was reported. Block e1: this complaint was received as litigation from a legal source in australia. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6), (B)(6) hospital. Address: (B)(6). Block h6; patient code e2401 captures the reportable event of unspecified injury. Impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a suburethral sling insertion procedure performed on (B)(6) 2012. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date. Additional information received on december 8, 2022. The suburethral sling insertion procedure was performed on (B)(6), 2012. A cystoscopy procedure was also performed on the same date.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2012 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a suburethral sling insertion procedure performed on (B)(6) 2012. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.